Event description:
Pt reported the infusion device enters the stop mode w/o providing an alert or error message. No physiological effects were reported. Pt did not require treatment from a healthcare professional or second party to address the issue. Infusion device and power pack were requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.